Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. A system check was performed and the insulin appeared to be gel-like. The customer lives in a hot environment and thought that the insulin may have been compromised. The novolog insulin had also been used in the cartridge for 4 days. Tandem technical support advised the customer to change the cartridge as novolog was labeled for use up to 72 hours.